Manufacturer narrative:
Exact date unknown, event date used was the explant date.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI, upn: m365sc8416500, model: sc-8416-50, serial: (B)(6).